Event description:
Boston scientific received information that during a routine follow-up, this right atrial (ra) lead was found to be not capturing the right atrium. Sensing had decreased to 1.7mv, from 3.4mv at implant. A fluoroscopy showed that the lead had dislodged, and was straight into the vena cava. The device was programmed to vvi so that atrial therapy would be deactivated. This lead was successfully repositioned and good measurements were obtained. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.